Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that the drive support cap was loose. Spouse stated that this morning the blood glucose value was 344 mg/dl and was treated by boulsing 1.4u. Customer¿s blood glucose value at time of incident was 359 mg/dl and current blood glucose value was 330 mg/dl. Customer treated using the pump. Insulin pump will not be returned for analysis.